Manufacturer narrative:
Zoll (B)(4) confirmed that the platform powered off after 2 to 3 compressions were performed, when utilized with a fully charged battery. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no physical damages were observed. Functional testing confirmed the reported issue of the autopulse powering off. The device was found to be shutting down after performing only 2 or 3 compressions. Further inspection confirmed that the issue was caused by a defective power distribution board. Following replacement of the power distribution board, the device passed functional testing. A review of the archive was performed and no issues were observed. The customer's nimh battery (s/n (B)(4)) was returned and evaluated. The battery is confirmed to be over four years old and passed its expected life. Also, the battery was tested and found to have failed for output watts specification (> 1300 watts). Based on the investigation, the part(s) identified for replacement is the power distribution board. In summary, the reported complaint was confirmed during functional testing and was found to have been caused by a defective power distribution board. Following replacement of the board, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system turned off within a few minutes. There was no report of any patient involvement. No further details were provided.